Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician was performing a declot procedure on a patient. Once completed, an x-ray was taken and saw the basket was separated from the shaft of the ptd catheter. The physician noted there was no indication that the basket was caught on a valve or that there was any other strain or malfunction. The separated basket was retrieved with a snare. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of ptd basket separated during use was confirmed. The customer returned one 5 fr ptd catheter assembly with a separated basket and a rotator. Visual examination of the separated basket revealed that the catheter cable wire broke just before the proximal connector assembly. The catheter remained inserted in the sheath and was protruding slightly from the sheath tip. Microscopic examination revealed that both broken ends of the catheter cable wires and the heat shrink material were jagged, stretched and twisted indicating a tear. Blood and biological material were also observed in the break area. No damage was observed with the sheath. The catheter cable was removed from the sheath and appeared used but typical; no kinks or damage was present. The entire basket assembly also appeared typical and the black pebax tip remained secured to the basket. The rotator was also tested and functioned as expected. The IFU for this product lists warnings to ensure the exposed portion of the catheter remains straight at all times to aid in successful basket deployment that the catheter assembly is not to be advanced forward during activation and not to advance the device beyond the anastomosis. Other remarks: it also warns that potential fatigue failure of the torque cable and fragmentation basket may occur with prolonged activation and a withdrawal rate of 1- cm /second is recommended when sharp radii are encountered. A device history record review was performed with no relevant findings. A risk evaluation was completed for this complaint. The investigation found no evidence to indicate a manufacturing related issue. Operational context caused or contributed to this complaint based on the time of discovery and the condition of the catheter cable wires at the break. No further action will be taken.